Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty external paddle set. The fse replaced the external paddle set. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips the external paddles were found to be damaged during testing. There was no patient involvement.